Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide:  model: 18320.  18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56  warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's blood glucose (bg) levels reached over 300 mg/dl while wearing the pod between 4 and 24 hours. Patient reported that bg levels would not come down despite bolus being delivered. When removed from the infusion site (abdomen), the pod's cannula was found bent and looked "flat". As treatment, manual injections of insulin (15 units, 20 units) were delivered after the event.